Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Although requested, the customer declined to provide additional information regarding the issue.